Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with reflin injection (dose, frequency and route not reported) and tobramycin injection (80mg; frequency and route not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.